Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A surgeon reported that during a cataract extraction procedure, no irrigation was experienced during sculpt. The pt experienced a corneal burn that required suture. Add'l info has been requested.